Event description:
A report was received that the patient was having difficulty charging the ipg as it was too deep. The patient underwent a pocket revision procedure. The patient was reportedly doing well postoperatively.